Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located below the knee. While performing an atherectomy procedure, a 1.85mm jetstream sc atherectomy catheter was opened; however it was noted the device was kinked inside the box. The device was disposed. A 1.6mm jetstream sc atherectomy catheter was selected and advanced over a jetwire; however catheter entrapment on the wire occurred. The catheter and wire were removed successfully as one system. No patient complications were reported and patient status is fine.